Manufacturer narrative:
In a good faith effort (gfe) response received from the authorized service provider (asp), it is unknown if an alarm occurred at the time of the event. The asp stated that the issue was resolved when the blower assembly was replaced. The asp confirmed that the device passed testing following the part replacement was returned to full functionality.

Event description:
Philips received a complaint on the v60 ventilator indicating that the device was not delivering air. The device was reported to be in use at the time of the reported problem. There was no patient or user harm reported. A nurse at the site found that the device was not delivering air during use. The device was immediately taken out of service and reported to the engineering department. This investigation is ongoing.